Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument cable snapped at the tip of the device. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was at least one cable protruding from the distal end of the instrument. There was no patient harm due to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.